Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp on radius assessed as fold flaw opening. Unsatisfactory result: unable to confirm as it is a medical event not related to the device. Migration: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right rupture, "patient never wanted the implants as large", and "implant bottomed out". The device has been explanted and replaced.

Event description:
Healthcare professional reported right rupture, "patient never wanted the implants as large", and "implant bottomed out". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.